Manufacturer narrative:
(B)(4). Upon completion of the investigation the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. No root cause could be determined as the problem reported by the customer could not be duplicated, the valve functioned correctly. It is possible that the problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. (B)(4).

Event description:
Sales rep. Called and informed that: "customer reported that the valve did not flow intra-operatively. Another valve was used to complete the case. No adverse consequences to the patient and/or delay in surgery greater than 30 minutes were verified. Please send a warranty replacement to the sales rep." (B)(4).